Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing, under water pressure testing, and clear passage testing were performed, and the device was found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This event was reported to have occurred on an unknown date in the week before the report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link luer activated device leaked during infusion of chemotherapy. The device was being used with a non-baxter set and infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.